Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with redness and discharge at the device implanted site. Additionally, the right atrial (ra) lead was found dislodged via both fluoroscopy and chest x-ray imaging. According to the physician, the infection was unrelated to abbott-products or abbott-procedure. The physician explanted the entire system ¿ pacemaker, right ventricular lead and ra lead. The patient was in stable condition.